Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Additionally, impedance measurements were noted to vary from 400 to 300 ohms. Technical services (ts) was consulted and a chest x ray was recommended. No adverse patient effects were reported. This lead remains in service. Further information was received that the patient was hospitalized and a non boston scientific leadless device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Additionally, impedance measurements were noted to vary from 400 to 300 ohms. Technical services (ts) was consulted and a chest x ray was recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0112. The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Additionally, impedance measurements were noted to vary from 400 to 300 ohms. The patient reported dizziness. Technical services (ts) was consulted and a chest x-ray was recommended. No adverse patient effects were reported. This lead remains in service. Further information was received that the patient was hospitalized and a non-boston scientific leadless pacemaker was implanted. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.